Manufacturer narrative:
Visual, optical and microscopic examination of the returned implant identified witness marks on the posterior vertical surface, suggesting direct impact on the rear of the -01 base component. The ¿ears¿ of the -03 component are bent and cracked on one side and broken off on the other side, with the broken-off portion not returned for analysis, with the interior of the portion of the sidewalls deformed, consistent with significant impact. The vertical post of the -07 peek component is also broken off with remaining material deformation and fracture surface indicative of a torsional component. The above observations are consistent with significant impact during attempted insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the interbody device broke into two pieces upon insertion. No fragments remain in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.